Event description:
The manufacturer received information alleging a ventilator's delivered volumes were low. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor pca will be replaced to address the issue.

Manufacturer narrative:
The ventilator has been evaluated, but not yet repaired.